Manufacturer narrative:
This report is submitted on january 21, 2022.

Event description:
Per the clinic, the patient experienced skin irritation at the implant site which eventually resulted in a wound dehiscence and extrusion of the receiver/stimulator. The implant remains in-situ.